Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 21, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced redness around the abutment site. Additionally, it was reported that the patient has a history of infections at the abutment site. The implanted device remains. Additional information was requested; however, not made available.